Event description:
The patient's audiologist reported that the patient stopped responding to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.